Manufacturer narrative:
H3: evaluation summary: customer reports of leaflet hardening, leaflet tears, and calcification were confirmed. Leaflet tears in the as received condition may contribute to regurgitation. As received, the sewing ring was cut off around the valve and exposed the wireform around the valve. Fragments of cut off sewing ring were returned. All three leaflets were torn at the commissures and leaflet 2 was also torn along the wireform. Calcification and leaflet thickening were evident at the torn leaflet areas. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal to moderate at the outflow aspect. H10: additional manufacturer narrative: updated sections f10 (device code), h3 bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, it was determined that the root cause of this event was due to all three leaflets were torn. Calcification and leaflet thickening were evident at the torn leaflet areas. Calcification restricted leaflet mobility and led to stenosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that a 23mm 2900j aortic pericardial valve, implanted approximately fourteen (14) years and one (1) month, was explanted due to aortic regurgitation and leaflet hardening secondary to leaflet tears and calcification. After an implant duration of approximately ten (10) years and four (4) months, echo was performed and there was no problem observed. After an implant duration of approximately eleven (11) years and ten (10) months, echo showed aortic regurgitation likely due to tears in the leaflet corresponding to left coronary cusp and the leaflet corresponding to non-coronary cusp, and follow-up was initiated. After an implant duration of approximately thirteen (13) years and three (3) months, the patient was admitted to the hospital due to heart failure. Medical treatment was conducted, however, regurgitation was increased. In addition, hardening leaflet due to calcification was detected, so that replacement surgery was planned. The device was explanted and replaced with an epic valve with no adverse patient events reported. The patient status was reported as ¿recovering¿. Upon explant, leaflet tears were observed at the area indicated by echo. The doctor commented that it was unknown whether this explant was device related and whether the valve failed prematurely.